Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6)2026, at 12:00 am, the patient¿s cgm was reading 50 mg/dl. The patient was asymptomatic but panicked and called emergency medical service (ems). Once ems arrived, the patient¿s bg meter reading was 84 mg/dl and his blood pressure was high (specific result not specified). Ems transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was taken again, and the specific value was not reported. The patient was treated with an unspecified IV and discharged home after 4-5 hours. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2026, at 12:00 am, the patient¿s cgm was reading 50 mg/dl. The patient was asymptomatic but panicked and called emergency medical service (ems). Once ems arrived, the patient¿s bg meter reading was 84 mg/dl and his blood pressure was high (specific result not specified). Ems transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was taken again, and the specific value was not reported. The patient was treated with IV glucose and discharged home after 4-5 hours. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.